Event description:
During an orif of the left distal tibia the surgeon inserted the pull reduction device through the aiming arm and down to the plate. A power drill was used and the device broke into five (5) pieces as he was drilling to set the plate into the bone. The end of the pull reduction device has a small drill bit and a small piece of the drill bit remains in the bone. The surgeon cleaned the area and completed the procedure.

Manufacturer narrative:
Additional information has been requested. Subject device is an instrument and is not implanted or explanted. The investigation could not be completed, no conclusion could be drawn, as no product was returned. A device history record review has been requested.